Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an air bubbles issue with multiple cartridges. The patient reportedly experienced a blood glucose (bg) measurement of 411 mg/dl with nausea, stomach pain, leg cramps, extreme thirst and moderate ketones. The patient reportedly did not require medical intervention. The patient reportedly remained on insulin pump therapy. This complaint is being reported because the patient experienced hyperglycemia due to training misuse as the patient was not using the correct cartridge filling technique.